Event description:
Reportable based on the product analysis completed on (B)(6) 2012. It was reported that during a rotational atherectomy treatment procedure, difficulty removing the guide wire from the catheter occurred.. The physician used the unspecified rotawire guide wire and a 1.5mm rotalink burr catheter to treat the de novo target lesion located in the severely calcified left anterior descending artery (lad). When withdrawing the rotawire and ratalin plus catheter while outside the patient, resistance was noted. The procedure was successfully completed with this device. No patient complications were reported and the patient status was good. However, the returned product analysis revealed that there was a fracture and a detachment of the rotawire guide wire.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: the device was received detached and the distal section was not provided. Visual and tactile inspection performed revealed a fracture 187cm approximately from the proximal end. There were kinks along the wire. Al outer diameter measurements were within specification. Further testing done on the wire revealed that the device fracture presented mechanical cut marks as a smeared material and elongated dimples rupture in a single direction. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).